Event description:
It was reported that the physician believed that the implantable cardioverter defibrillator (ICD) induced an episode of ventricular fibrillation (vf) by safety pacing on the t-wave. The device appropriately shocked the vf and the patient returned to appropriate rhythm. No additional device issues or malfunctions have occurred. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 407652 implantable pacing lead (B)(6) 2012. (B)(4).